Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had broken angulation. The issue was found during maintenance. Inspection and testing of the returned device found that the air/water nozzle was blocked with a nylon brush like material. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the angle was not to specification and play was evident. The light cover glass adhesive, distal end adhesive and optical cover glass adhesive were worn. The aspiration housing ring was worn and the switch had a hole. The scope connector had water ingress and image had uneven illumination. The water removal and electrical safety were not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.